Event description:
Patient called alleging that the meter says apply sample when blood is applied on the test strip. Patient did not experience any symptoms. Patient did not seek medical attention or call md. Patient had enough blood applied on the test strip. Customer service had patient retest with a new test strip and sufficient sample size and meter still shows the apply samples symbol. Customer service was unable to resolve the issue.